Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned device data have been thoroughly analyzed. The device was initially programmed to ddd cls. The sensing polarity was set to unipolar, the pacing to bipolar. The documented sensing test, intrinsic rhythm, showed an atrial crosstalk coming from the ventricle. On (B)(6) 2018 the device was re-programmed. Based on all available data for an analysis the root cause for the clinical observation, was not determinable. There was no indication of a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Should additional relevant information become available, the investigation will be updated.

Event description:
Ous MDR. The patient experienced syncope. It was reported that the device was programmed incorrectly. The cls upper rate was set to 100 instead of 120, mode switch was on instead of off and atrial sensing was set to unipolar instead of bipolar. Also, far field oversensing was detected on home monitoring. A follow up is scheduled on (B)(6) 2018 to change the programming.